Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d9, g3, h2, h3, h4, h5, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.¿ olympus provided the following result of the culture test, performed at the third-party labs: sampling date: june 26, 2025. Sampling from: all channels. Cfu: no detection. Bacterial identification: n/a the user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6)2025. Sampling from: all channels cfu: >1cfu. Bacterial identification: pseudomonas / aeruginosa. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was confirmed positive by customer hygienists for levels of pseudomonas aeruginosa (hmro) that exceed standards. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.